Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
A limo driver reported the following to a stryker employee: "...informed me that he had his knee, part of patella, and femur destroyed by an iad attack. He said, his knee is bothering him for the last several months and recently an orthopedic surgeon informed him that the knee manufacturer was stryker and the knee was defective. I do not know the type of the knee, or the name of the surgeon..."